Manufacturer narrative:
An event regarding revision involving a left shapematch cutting guide was reported. The event was not confirmed. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: similar events have occurred for the us shapematch cutting guides. These events were determined to be associated with a voluntary hold ph2012-122 and voluntary recall ra 2012-171. Conclusions voluntary hold ph2012-122 and voluntary recall ra 2012-171 were initiated for us shapematch cutting guides due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized . As a result of the use of the shapematch the patient allegedly sustained an injury which required additional medical treatment, including a revision surgery.

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient underwent a knee replacement in which a shapematch cutting guide was utilized . As a result of the use of the shapematch the patient allegedly sustained an injury which required additional medical treatment, including a revision surgery.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.